Event description:
Merge had a spinning wheel on screen during a procedure. Registered nurse (rn) waited approximately 4 minutes and then rebooted to be able to continue documenting. Patient was a post-stemi (st-elevation myocardial infarction) with severe coronary disease. Rebooted merge to continue ability to monitor and document in merge.